Event description:
Customer reported the insulin pump would randomly alarm it can't deliver and change out now. Customer stated he would just push the insulin through until it came out. Customer did not recall exact alarm but it occurred two weeks ago. Alarm history was reviewed and device had alarmed motor error on (B)(6) 2015. Customer stated she was cooking when alarm occurred during basal. Customer did not recall blood glucose at the time of event, current was 83 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer stated it was first time alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.